Event description:
The manufacturer received information alleging a patient experienced ¿cervical malformation of my chest and neck area¿ while using a dream station auto CPAP device. The customer states the use of a refurbished device as the cause of the alleged harm. Medical intervention was not specified. A clinical assessment determined: based on the information currently provided and available, the reported malformations of the chest and neck are assessed as a non-serious injury. More information must be obtained to determine if this is a serious injury or a temporary condition. Therefore, the device did not cause or contribute to a serious injury or death. Good faith effort attempts will be made to gather additional information. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.